Manufacturer narrative:
The device was returned to the mfg facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed (B)(6) that a system fault occurred on an astral device indicating a software task error. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref # 3004604967-2014-00074.